Event description:
It was reported that during a case, the unit started sparking from the power cord. The unit was replaced with another one and the procedure was completed. There were no adverse consequences related to this event.

Manufacturer narrative:
An evaluation of the device is anticipated. This report will be updated if the investigation requires.